Manufacturer narrative:
Complaint received to mst was the "ring did not deploy". The evaluation of the returned device could not reproduct the failure. The complaint could not be confirmed.

Event description:
A customer reported that the malyugin ring "would not deploy".